Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy very small tissue samples were retrieved. There was no pt consequence reported, and the case was completed using the probe and unit.